Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a remote merlin.net transmission, episodes of noise reversion and high ventricular rate were noted. Possible lead issue was suspected. Review of the transmission confirmed oversensing of potential lead noise. No other electrical anomalies were observed and patient experienced no symptoms. The physician elected to continue to monitor the patient as there are no patient symptoms and the patient is not dependent.